Manufacturer narrative:
Suspect lot review: suspect lot# 3260702 cited no nlrs, mfd. 06/2016, no exception documents cited. Suspect lot# 3242279 cited no nlrs, mfd. 06/2016 no exception documents cited. Suspect lot# 3280831 cited no nlrs, mfd. 06/2016 no exception documents cited. Suspect lot# 3322362 cited no nlrs, mfd. 06/2016 no exception documents cited. Suspect lot# 3273150 cited no nlrs, mfd. 06/2016 no exception documents cited. Visual receipt analysis: 12/15/2016 - received one used 011-46104-42, arterial safeset transpac it w/3 ml reservoir and single needleless valve, with velcro arm strap, patient mount; lot number is unknown. The red stripe tubing was confirmed to be separated from the red luer. The red luer was not returned. Blood was observed in the fluid path. Functional testing: the tubing was inspected and a solvent bond was observed around the tubing which met specification. Final analysis summary: the reported complaint of the tubing disconnected was confirmed. The root cause of the failure could not be determined but appears to have had undo stress on the joint. There was a complete solvent bond all the way around the tubing.

Event description:
Complaint regarding one 011-46104-42, arterial safeset transpac it w/3 ml reservoir and single needleless valve, with velcro arm strap, patient mount; lot number is unknown. Report states: safeset line fell apart at bonded area. One of the faulty products will be returned. No adverse patient consequences reported.

Manufacturer narrative:
Suspect lot review: suspect lot# 3260702 cited no nlrs, mfd. 06/16, no exception documents cited. Suspect lot# 3242279 cited no nlrs, mfd. 06/16 no exception documents cited. Suspect lot# 3280831 cited no nlrs, mfd. 06/16 no exception documents cited. Suspect lot# 3322362 cited no nlrs, mfd. 06/16 no exception documents cited. Suspect lot# 3273150 cited no nlrs, mfd. 06/16 no exception documents cited.

Event description:
Complaint regarding one 011-46104-42, arterial safeset¿ transpac® it w/3 ml reservoir and single needleless valve, with velcro arm strap, patient mount; lot number is unknown. Report states: safeset line fell apart at bonded area. One of the faulty products will be returned. No adverse patient consequences reported.